Event description:
A physician reported tip of tip was found to be bent when opened before a vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phacoemulsification tip loose in a blister was received. The sample was visually inspected and was found to be nonconforming, the phacoemulsification tip is bent below the cone to cannula transition. There was wear on threads and nut corners consistent with threading on a handpiece and wear on cannula outer diameter (od) consistent with use. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phacoemulsification tip cannula is bent. How and when the phacoemulsification tip cannula became bent cannot be determined from this evaluation. The most likely cause of a bent phacoemulsification tip cannula is from improper handling of the product. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phacoemulsification tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).